Event description:
It was reported that the wake button was delayed in responding to presses. Customer confirmed pump display turned on when plugged into a power source. The customer's blood glucose level was 136 mg/dl. Backup insulin therapy information could not be obtained by tandem technical support.